Event description:
Graft was implanted in a below the knee, femoral popliteal position. Approx. 24 hours after surgery pt was found in his hospital bed in a state of shock with a large hematoma on his leg. Pt was taken to emergency surgery, where the dr reports finding a transverse posterior tear in the graft. The pt died of cardiac failure subsequent to loss of blood.